Manufacturer narrative:
It is unknown if the unit was on patient use at the time of the reported event. There was no patient harm or injury noted. No further information regarding device usage could be obtained. A philips field service engineer (fse) evaluated the device, performed blower tests, and confirmed the high blower temperature failure. The fse replaced the blower assembly and motor controller (mc) pcba per service manual recommendation. The device successfully passed performance verification testing after the repair was completed and was returned to clinical service. The replaced blower and mc board were received for internal component analysis. The customer's complaint could not be verified during the evaluation. The returned blower and mc board passed all testing. No fault was found.

Event description:
It was reported to philips by a customer that the unit was showing a high blower temperature. The device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged.